Event description:
Reportedly on (B)(6) 2011 follow-up, the pt complained about dizziness. The physician observed capture failure, high threshold and high ventricular lead impedance. The physician reprogrammed the device's output to 5v/0.6ms until the pt can get back to theatre. The physician asked for an explanation of the observed behavior; he/she is yet undecided to replace the generator.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.